Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A follow-up MDR will be submitted if additional information is received. A system log review cannot be performed because the system logs are not available. This complaint is being reported due to the following conclusion: the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax. As a result, the patient required hospitalization and placement of a chest tube to resolve the complication.

Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and experienced a pneumothorax requiring a chest tube and hospitalization. Two lesions were biopsied: the first lesion was in right lower lobe-posterior segment and measured 0.9 cm in size. The second lesion was in the left lower lobe-posterior segment and measured 0.7 cm in size. Tools used included 21g flexision needles with compatible forceps and cytology brushes. Imaging modalities used included c-arm fluoroscopy and radial ebus. A bronchoalveolar lavage was done. Per the physician - the patient was a male and was at a higher risk for a pneumothorax because of the size and location of the lesion. Due to the angle of the lesion, the physician could not really see the lesion. The diagnosis obtained from pathology for both lesions was chronic inflammation. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.